Manufacturer narrative:
The pt remains on going with the implanted device and no further issues hav been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of pump stops was confirmed based on review of a log file that was downloaded from the patient's system controller and submitted at the time of the event. Although the submitted log file captured events that appear consistent to a comprised wire in the percutaneous lead, a specific wire and a specific location could not be determined. The patient remains ongoing on lvad support and no further related issues have been reported. Only 6¿ of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation on 4/23/2014. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The bionate and shielding were removed and the wires were inspected. No evidence of disruptions or damage to the underlying wire insulation was found. The lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt experienced pump stoppage when connected to the power module. A section of the percutaneous lead (lead) about 3 inches from the distal end bend relief, that when manipulated, caused the pump to stop. The section was stabilized. On 04/21/2014, the MFR's technical services rep performed a percutaneous lead )lead_ evaluation and could not reproduce the reported pump stops. A section of lead was replaced which the customer indicated caused the pump stops when manipulated. After completion of the lead replacement the pump stoppages could not be reproduced. Pt remained in the hospital for a few hours of observation and no issue occurred. The pt was discharged.